Manufacturer narrative:
The reported complaint of the autopulse platform displayed user advisory (ua) 19 (max applied load exceeded) error message was confirmed based on the archive data review, but not during the functional testing. No device malfunction was observed during the testing and the autopulse platform worked as intended. Based on the archive data review, the root cause for the user advisory (ua) 19 error was due to the load plate detecting too much force most likely due to the stiffness of the patient or bouncing during compression. During visual inspection, there was no physical damage observed on the autopulse platform. During the functional testing, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. There was no device malfunction observed. Based on the archive review, the platform displayed the user advisory (ua) 19 on the last platform's power-up, (B)(6) 2020. Per customer, the problem occurred date was (B)(6) 2020. Probably, the customer reported on the wrong event date. The load plate has detected too much weight being applied, max load sum exceeded 800 lbs. This might cause due to the stiff, hard to compress the patient's chest or bouncing. In addition, the archive shows, the presence of the fault code 42 (force overload tripped) on (B)(6) 2020, unrelated to the customer complaint. The fault code 42 error message indicates the motor was on for too long during active operation and the load force monitoring circuit detected too much force applied on the load plate(s) check before the initiate take-up was performed. Based on the archive, the battery was fully charged at the time of use in the autopulse platform. This indicates that the fault code 42 error was triggered by something too stiff for the autopulse platform to handle. According to the archive, the user managed to clear both user advisory (ua) 19 and the fault code 42 error messages. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error.

Event description:
Patient 2. The autopulse platform (sn (B)(4) ) displayed user advisory (ua) 19 (max applied load exceeded) error message during the patient call. The lifeband and the patient were adjusted on the platform, however, the issue was not resolved. The crew switched to the manual CPR. No consequences or impact to patient. Please see the following related MFR reports: MFR 3010617000-2021-00023 for patient 1.